Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the article information, a conclusive cause for the reported failure to advance cannot be determined. Additionally, a conclusive cause for the myocardial infarction, cerebrovascular accident, and cardiac tamponade, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient age: average. Patient sex: majority. Event date: estimated. The information was obtained from an article in which summary reporting applies. The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information article: ¿guidewire and microcatheter utilization patterns during antegrade wire escalation in chronic total occlusion percutaneous coronary intervention: insights from a contemporary multicenter registry.¿

Event description:
It was reported through a research article that identified an abbott vascular guidewires maybe related to myocardial infarction, stroke, repeat percutaneous coronary intervention, pericardial tamponade requiring pericardiocentesis, and failure to cross. Specific patient information is documented as unknown. Details provided in the attached article titled: ¿guidewire and microcatheter utilization patterns during antegrade wire escalation in chronic total occlusion percutaneous coronary intervention: insights from a contemporary multicenter registry.¿